Manufacturer narrative:
Twenty seven needle samples for batch number rejn0116 received for investigation, no defects or issues observed. Functional testing was performed, each sample was assembled to a syringe with saline, all samples expelled the solution with normal flow. No clogged needle occurred. Force testing to ensure the proper assembly of the device as performed, product met specifications. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause for clogged needle related to our manufacturing process at this time.

Event description:
No additional information.

Event description:
Material #:305916. Batch#:rejn0116, regn2119. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: issue 1 - 2 separate needles clogged during depo administration. Issue 2 - needle clogged.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.